Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant flu a result with one patient while using the cobas® sars-cov-2/influenza a/b (cab) assay for use on the cobas® 58/68/8800 systems. The alleged sample initially generated a positive result for flu a on a rapid antigen test (tauns). A recollected sample was tested with the cobas® sars-cov-2/influenza a/b assay on the cobas 5800 and generated a negative result for flu a (negative results for flu b and sars-cov-2). It is unknown if the cobas 5800 result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
The reason for the discrepancy is differences in technology and the possibility of a mutation as documented within the procedural limitation within the method sheet along with the off-label collection media and volume. No product problem was identified. As with any molecular test, mutations within the target regions of cobas®sars-cov2 & influenza a/b could affect primer and/or probe binding resulting in failure to detect the presence of virus. Due to inherent differences between technologies, it is recommended that, prior to switching from one technology to the next, users perform method correlation studies in their laboratory to qualify technology differences. One hundred percent agreement between the results should not be expected due to the aforementioned differences between technologies. Users should follow their own specific policies/procedures. The customer issue has been alleged on the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems (eua(B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4).